Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that about 2 weeks ago they were sitting in their chair when they suddenly felt a vibrating/buzzing sensation on the right side of their body. The patient initially described this as a shocking sensation, but "not shocking like putting your finger in a light socket, just vibrating." The patient said they could feel the vibrating for probably 5 seconds, then it stopped. Then the patient tried to touch the ins to see if it was actually buzzing them, then after about 2-3 seconds they felt it buzzing them again. The patient said the buzzing sensation would occur in intervals of 2-3 seconds. The patient denied experiencing any falls/trauma prior to this event. The patient was not in pain or feeling the buzzing sensation at the time of the call. The patient stated that the buzzing/vibrating sensation only occurs periodically, and they have not noticed any changes to therapy (the patient said they keep therapy on at all times). The patient mentioned that the buzzing/vibrating sensation is unpredictable, noting that it could happen whether they are going up a ramp into a store or getting into a vehicle. The patient's reason for calling was the because their healthcare provider told them to contact medtronic because there was nothing they could do. Agent reviewed that the healthcare provider can call the national answering service (nas) and request to have their local manufacturer representative (rep) paged to help interrogate the dbs system. Agent offered to provide the patient with the nas phone number, but the patient said they could not write and they declined agent's offer to email it to them. The patient was redirected to their healthcare provider to further address the issue. An email was sent to patient registration services to update the patient's managing healthcare provider information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID (B)(6)(serial:(B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.